Event description:
During patient use, the crew paused the autopulse platform (s/n (B)(4)) after 10 minutes of performing compressions to check the patient's pulse. The autopulse was powered back on, but the platform displayed the prompt: reinstall lifeband and press restart. The crew was unable to clear the prompt and reverted to manual CPR for the remaining of the rescue. The customer was not able to replicate the issue back at the station. The reported issue did not cause any adverse effect on the patient. After the event, the staff discovered that one of the screws on the platform's bottom enclosure was missing.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed the prompt: reinstall lifeband and press restart" was confirmed based on the analysis of the archive data but was not confirmed during functional testing. A review of the archive file showed occurrences of multiple fault code 41 (patient temperature sensor failure) and user advisory (ua) 11 (patient surface temperature too hot) around the customer's reported event date. The customer reported that "the platform displayed the prompt: reinstall lifeband and press restart", which was related to the ua 11 and fault code 41 displayed upon powering on. During testing at zoll, no device malfunction was observed, and the autopulse platform functioned as intended. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer, and the storage condition of the platform is not known. User advisory 11 and fault 41 can potentially be caused by exposure to ambient storage conditions (e.g., a fire truck sitting in a hot environment and/or being exposed to direct sunlight for long hours), by deploying the platform with blocked air vents (such as on a thick carpet or a blanket), or a defective temperature sensor. These potential causes will increase the internal temperature of the autopulse platform and cause the ua11 and fault 41 to appear. Visual inspection of the returned autopulse platform revealed one missing shoulder screw on the platform's bottom enclosure, as also reported by the customer. The missing shoulder screw does not affect the functionality of the autopulse platform. Also, the front enclosure was observed cracked at the front-end area, unrelated to the reported complaint. The observed physical damages could be the characteristic of harsh impacts due to user mishandling. The missing screw and damaged front enclosure were replaced to address the issues. Based on the archive data, the autopulse platform performed several compressions over 10 minutes of run time and then stopped twice to ua11. The patient contact surface temperature sensor values were outside of the normal range of 45°c (113°f) during take-up. This increase in temperature persisted for more than five minutes and caused the interior temperature of the platform to increase to 127°f. The autopulse was powered off and on multiple times, and the platform displayed fault 41 each time. The autopulse platform passed the initial functional test without any fault or error. The ua11 and fault 41 errors, which were observed in the archive data files, could not be replicated. Furthermore, the autopulse platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged, and the platform passed the test without any fault or error. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with known- good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).